Event description:
It was reported that during an indirect decompression spacer implant procedure the spacer caught on the lamina and the spindle cap broke. The spacer was replaced and the procedure was completed. The spacer will not be returned as the device was disposed of by the medical facility.